Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /severe and persistent pain"), erythema multiforme ("erythema multiforme"), genital haemorrhage ("heavy bleeding") and cystitis ("bladder infection") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 and ectopic pregnancy. Patient denied for alcohol and tobacco use. Concurrent conditions included recurrent urinary tract infection and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, 1 year 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced cystitis (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and polymenorrhoea ("double cycle"). In (B)(6) 2013, the patient experienced erythema multiforme (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vomiting ("vomiting") and dizziness ("dizziness"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), the first episode of arthralgia ("hips pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced alopecia ("hair loss"), allergy to metals ("allergic to nickel"), mental disorder ("aggravated any psychiatric and/or psychological condition"), urticaria ("I broke out in hives"), abdominal pain lower ("painful cramping"), the second episode of arthralgia ("hip pain") and abdominal pain upper ("stomach pain"). The patient was treated with diphenhydramine hydrochloride (benadryl), ciprofloxacin betain (cipro), ondansetron (zofran) and surgery (underwent bilateral salpingectomy vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, erythema multiforme, genital haemorrhage, cystitis, abdominal pain, polymenorrhoea, vomiting, dizziness, back pain, allergy to metals and mental disorder outcome was unknown and the alopecia, dyspareunia, urticaria, abdominal pain lower, the last episode of arthralgia and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, dizziness, dyspareunia, erythema multiforme, genital haemorrhage, mental disorder, pelvic pain, polymenorrhoea, urticaria, vomiting, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: pfs- patient received hysterectomy for hip and back pain current weight 240. Approximate weight at time of essure placement: 189. Mr - essures placed with 3 coils seen protruding on both sides.no complications. Diagnostic results: on (B)(6) 2013, (B)(6) 2013 : underwent essure confirmation test by x-ray test. (B)(6) 2014 : CT abdomen and pelvis with contrast : normal appendix and gallbladder. Transitional ls-s1 vertebrae with mild scoliosis . There appear to be metallic wires with the fallopian tubes possibly related to birth control. Most recent follow-up information incorporated above includes: on 20-apr-2018: events- "hip pain, stomach pain" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /severe and persistent pain') in a 34-year-old female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and ectopic pregnancy. Patient denied for alcohol and tobacco use. Concurrent conditions included recurrent urinary tract infection and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. In (B)(6)2013, the patient experienced cystitis ("bladder infection"). In (B)(6)2013, the patient experienced genital haemorrhage ("heavy bleeding") and polymenorrhoea ("double cycle"). In (B)(6)2013, the patient experienced erythema multiforme ("erythema multiforme"). In (B)(6)2013, the patient experienced vomiting ("vomiting") and dizziness ("dizziness"). On (B)(6)2014, the patient experienced abdominal pain ("abdominal pain"), painful hips ("hips pain") and back pain ("back pain"). In (B)(6)2014, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced alopecia ("hair loss"), allergy to metals ("allergic to nickel"), mental disorder ("aggravated any psychiatric and/or psychological condition"), urticaria ("I broke out in hives"), abdominal pain lower ("painful cramping"), pain in hip ("hip pain") and abdominal pain upper ("stomach pain"). The patient was treated with diphenhydramine hydrochloride, ondansetron (zofran), ciprofloxacin betain (cipro) and surgery (underwent bilateral salpingectomy vaginal hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, erythema multiforme, genital haemorrhage, cystitis, abdominal pain, polymenorrhoea, vomiting, dizziness, back pain, allergy to metals and mental disorder outcome was unknown and the alopecia, dyspareunia, painful hips, urticaria, abdominal pain lower, pain in hip and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, dizziness, dyspareunia, erythema multiforme, genital haemorrhage, mental disorder, painful hips, pelvic pain, polymenorrhoea, urticaria, vomiting and pain in hip to be related to essure. The reporter commented: pfs- patient received hysterectomy for hip and back pain current weight 240. Approximate weight at time of essure placement: 189. Mr - essures placed with 3 coils seen protruding on both sides. No complications. Diagnostic results: on (B)(6)2013, (B)(6)2013 : underwent essure confirmation test by x-ray test (B)(6)2014 : CT abdomen and pelvis with contrast : normal appendix and gallbladder. Transitional ls-s1 vertebrae with mild scoliosis . There appear to be metallic wires with the fallopian tubes possibly related to birth control. Lot number: a02556 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /severe and persistent pain') in a 34-year-old female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and ectopic pregnancy. Patient denied for alcohol and tobacco use. Concurrent conditions included recurrent urinary tract infection and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. In (B)(6) 2013, the patient experienced cystitis ("bladder infection"). In (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding") and polymenorrhoea ("double cycle"). In (B)(6) 2013, the patient experienced erythema multiforme ("erythema multiforme"). In (B)(6) 2013, the patient experienced vomiting ("vomiting") and dizziness ("dizziness"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), painful hips ("hips pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced alopecia ("hair loss"), allergy to metals ("allergic to nickel"), mental disorder ("aggravated any psychiatric and/or psychological condition"), urticaria ("I broke out in hives"), abdominal pain lower ("painful cramping"), pain in hip ("hip pain") and abdominal pain upper ("stomach pain"). The patient was treated with diphenhydramine hydrochloride, ondansetron (zofran), ciprofloxacin betain (cipro) and surgery (underwent bilateral salpingectomy vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, erythema multiforme, genital haemorrhage, cystitis, abdominal pain, polymenorrhoea, vomiting, dizziness, back pain, allergy to metals and mental disorder outcome was unknown and the alopecia, dyspareunia, painful hips, urticaria, abdominal pain lower, pain in hip and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, dizziness, dyspareunia, erythema multiforme, genital haemorrhage, mental disorder, painful hips, pelvic pain, polymenorrhoea, urticaria, vomiting and pain in hip to be related to essure. The reporter commented: pfs- patient received hysterectomy for hip and back pain current weight 240. Approximate weight at time of essure placement: 189. Mr - essures placed with 3 coils seen protruding on both sides. No complications. Diagnostic results: on (B)(6) 2013, (B)(6) 2013 : underwent essure confirmation test by x-ray test (B)(6) 2014 : CT abdomen and pelvis with contrast : normal appendix and gallbladder. Transitional ls-s1 vertebrae with mild scoliosis . There appear to be metallic wires with the fallopian tubes possibly related to birth control. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Lot number added. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /severe and persistent pain"), erythema multiforme ("erythema multiforme"), genital haemorrhage ("heavy bleeding") and cystitis ("bladder infection") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and ectopic pregnancy. Patient denied for alcohol and tobacco use. Concurrent conditions included recurrent urinary tract infection and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 9 months after insertion of essure, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("hips pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced erythema multiforme (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), polymenorrhoea ("double cycle"), vomiting ("vomiting"), dizziness ("dizziness"), allergy to metals ("allergic to nickel"), mental disorder ("aggravated any psychiatric and/or psychological condition"), urticaria ("I broke out in hives") and abdominal pain lower ("painful cramping"). The patient was treated with diphenhydramine hydrochloride (benadryl), ciprofloxacin betaine (cipro), ondansetron (zofran) and surgery (underwent bilateral salpingectomy vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, erythema multiforme, genital haemorrhage, cystitis, abdominal pain, polymenorrhoea, vomiting, dizziness, back pain, allergy to metals and mental disorder outcome was unknown and the alopecia, dyspareunia, arthralgia, urticaria and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, cystitis, dizziness, dyspareunia, erythema multiforme, genital haemorrhage, mental disorder, pelvic pain, polymenorrhoea, urticaria and vomiting to be related to essure. The reporter commented: pfs- patient received hysterectomy for hip and back pain current weight (B)(6). Approximate weight at time of essure placement: (B)(6). Mr - essures placed with 3 coils seen protruding on both sides. No complications. Diagnostic results: on (B)(6) 2013 : underwent essure confirmation test by x-ray test (B)(6) 2014 : CT abdomen and pelvis with contrast : normal appendix and gallbladder. Transitional ls-s1 vertebrae with mild scoliosis . There appear to be metallic wires with the fallopian tubes possibly related to birth control. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events - bladder infection, chronic pelvic pain /severe and persistent pain, abdominal pain, hair loss, erythema multiforme, pain during intercourse, heavy bleeding, double cycle, vomiting, dizziness, hips pain, back pain, allergic to nickel, aggravated any psychiatric and/or psychological condition, I broke out in hives, painful cramping, historical condition, concomitant drug, reporter added from pfs. Concomitant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.